Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that both the left ventricular (lv) and right ventricular (rv) leads developed high thresholds. In addition, the lv lead dislodged and backed out of the coronary sinus. The high pacing outputs of the lv and rv leads led to premature battery depletion of the patient's implantable cardioverter defibrillator (ICD). Both leads and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high threshold described in the event. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. An approximately 5 cm medial segment of the lead could not be accounted for. The lead was returned with non-severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.